Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/15/2020. Corrected narrative: it was reported that patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted.

Manufacturer narrative:
Patient code: (B)(4) . It was reported that patient underwent removal of mesh on (B)(4) 2015 due to adhesion, small bowel obstruction, peritonitis, pain, fever, vomiting, discomfort, disfigurement and stomach lumps. It was reported that patient underwent a hernia repair surgery on (B)(4) 2010 and proceed mesh was implanted. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.